Event description:
An mhra user report has been received, reported by the user "developed dka whilst having the pump on and appearing to work. He had high glucose readings for a few hours then started vomiting. The pump appeared to be working when checking the dexcom handset graphs (this is the control handset given with the omnipod 5). You could also hear the clicking from the pump which is what you hear as it injects insulin. So he thought the pump was ok and tried to rest and drink water thinking vomiting may be a virus or something. The next morning ketones were high and still vomiting so went to the emergency department where his ketones were 4.5. Further tests showed he had developed dka and he was admitted for treatment of this. There was no cause found that this was an illness and it was suggested it was an issue with the pump delivery. He has since changed the site of the pump and his sugar control has improved. When he developed dka he was using the pump on his upper arms posterior lateral as advised by insulet instructions".

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.